Event description:
Info received indicates the right head siderail fell off of the bed.

Manufacturer narrative:
Info found the screws holding the siderail in place were stripped out. He replaced the siderail and control panels to repair the bed.